Event description:
The customer alleged they received a questionable c-reactive protein gen.3 (crp) result for one patient on their c501 analyzer. The customer stated that only crp was tested on this sample. The patient's initial crp result was 1.94 mg/l and it was reported outside the laboratory. Because of the condition of the patient, the ward asked for the patient's sample to be repeated. The repeat result was 79.32 mg/l. There were no adverse events. The crp reagent lot number was 682852. The expiration date was requested but not provided. A definitive root cause could not be determined. The calibration and quality control prior to the event were within range. The customer repeated calibration and quality control and all the result were within range. It was noted that the reaction monitors the customer provided showed that there was no sample pipetted during the initial run.

Manufacturer narrative:
This event occured in (B)(6).